Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the cgm displayed 279 mg/dl, so the patient took 10 units of insulin, no bg was taken at this time. The next day, (B)(6) 2025, the patient crashed and was taken to the hospital. The reporter is unable to recall the cgm and bg values at the time of the incident. The reporter took the patient to the hospital where the patient¿s bg was taken and it was 37 mg/dl while the cgm was 200 mg/dl. The patient was treated with unspecified IV fluids. The patient was discharged the next day. At the time of the report, the patient is stable and feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values at the hospital fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.